Event description:
It was reported that the user experienced frequent low blood glucose events, with nadirs to 45 mg/dl, while using the ilet and frequently pausing insulin delivery, which was explained to the user as potentially maladapting the algorithm and constitutes a use-of-device problem. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention, as the user treated lows with oral glucose such as juice or glucose tablets. Investigation included communication with the user and analysis of information provided by the user and care team. Investigation of this case revealed no device problem found and identified a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.